Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable drug infusion device. The drugs being delivered were 700 mg/ml fentanyl at 89.94 mg/day, 6 mg/ml bupivacaine at 0.7709 mg/day, and 3 mg/ml morphine (unknown) at 0.3855 mg/day. The reason for use was spinal pain. It was reported that the patient was ¿nervous right now and cannot think.¿ the device on the patient¿s right side is loose. She was not sure which device, she says she would assume it is the pump, it is the device that the healthcare professional (hcp) refills. It is in the front and she thinks it is her pump. ¿it is floating around on the right hand side.¿ she thinks it is loose because it goes down into the pelvic area further, it does not go over the center line. It comes into her rib on the right hand side. The patient has to lie back or hold back so that it quits poking her ribs and hurting. Then ¿it will go back down if the patient is moving around or if she is up or something.¿ this issue started on (B)(6) 2018. The patient says at the time of the call she is sitting on her bed and she is bent over and cannot feel it but if she gets up she will. They were in pain since (B)(6) 2018 (the day before the call), but today ((B)(6) 2018) she really has pain. Her back has been so much worse the last few days. Last night when she went to bed, it hurt her so bad and she does not have pain pills or anything. She thought maybe the hcp put a little more 'anesthesia' last time she saw him. She also has medication that she takes by mouth. The therapy has not been working really well, she is having a lot of pain. This was reported to have started on ¿this past thursday or friday¿ ((B)(6) 2018). She thought it was just her because she had been sick and hadn't been well, she has not been able to get up and do anything. She has no exertion level and she is exhausted. These issues had occurred for ¿several weeks¿ prior to the call date. They were asked if they had the same drug information several weeks ago when they started being sick and the patient thinks it was the same as far as she knows but she did not know. There was no out of box failure reported and there was no medical/therapy problem related to the device. The patient was redirected to follow up with the hcp to address the symptoms reported. There were no further complications reported/anticipated. Refer to (B)(4) (ins device not working) for omitted information.